Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Device malfunction. No trauma has been reported. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition the device explantation report form states that the recipient has been implanted on the contralateral side due to a history of infections on the initially implanted side. Temporary infections are known as post-operative side effect of cochlea implantation. However a review of the device's sterilization records shows that the device has been subject to a valid sterilization process. The problems given in the recipient report appear to match the damage found.

Event description:
Device malfunction was suspected. No trauma has been reported. The user has been explanted.